Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 182 mg/dl. Customer stated that the glass will not show anything through it in the light or outside. Customer stated that she cannot see at all in the car, in the sun, or outside. Customer reported that the act button does not work. Customer went to deliver a bolus, but it was no delivering it. Customer stated that the screen has been like this for awhile. Customer cannot read the screen when outside at all. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No glass or display in the light anomaly noted. The insulin pump passed self test. The insulin pump has cracked reservoir tube, reservoir tube lip and minor scratched display window.